Event description:
A report was received that the patient had a pocket revision. The patient's pocket site was uncomfortable and the patient was not able to charge due to ipg location and also, the ipg had flipped. The physician will be relocating and replacing the ipg.

Event description:
A report was received that the patient had a pocket revision. The patient's pocket site was uncomfortable and the patient was not able to charge due to ipg location and also, the ipg had flipped. The physician will be relocating and replacing the ipg.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.